Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and pump error. The customer¿s blood glucose level was 350 mg/dl. The customer reported that the buttons were not working, and were unable to rewind the insulin pump. It was reported that the self-test was passed. It was reported that the keys don't always respond. The customer reported that the time clock was advancing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act button due to corroded damage keypad traces. Unable to perform self-test, unexpected restart error test and displacement test or verify unexpected restart error, external ram crc error alarm due to unresponsive button.